Event description:
This event was created from a journal article in the journal of vascular surgery titled "endoleak after endovascular aneurysm repair: duplex ultrasound imaging is better than computed tomography at determining" (j vasc surg 2009; 50: 1012-8.) Clinical observations noted: 496 consecutive pts underwent an endovascular aneurysm repair (evar) procedure of which 55 had an ancure endograft. Imaging studies were obtained in 236 pts, of which 202 (86%) were male. Overall, 137 endoleaks (29% of paired studies) were detected by CT or cdu scan. There were 8 type I endoleaks, 123 type ii endoleaks, 4 type iii endoleaks, and 2 indeterminate endoleaks. Eighteen pts required interventions for 19 endoleaks. All type I and iii endoleaks were treated with endovascular cuff or limb extension placement. Three type ii endoleaks were treated with open ligation, whereas coil or glue embolization was used in eight.

Manufacturer narrative:
Article citation: greg c. Schmieder, md, christopher l. Stout, md, gordon k. Stokes, md, f. Noel parent, md, and jean m. Panneton, md. It is likely that MDR reports were filed at the time of the study, however, since we are unable to link pt names or model serial numbers to the clinical observations, a manual medwatch report will be filed for this article. Attempts to identify pt's and or model-serial numbers to the clinical observations were unsuccessful. No add'l info is available at this time. If add'l info becomes available, this event will be updated.